Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. This event is related to MDR # 1810909-2019-00458.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.